Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, h3 field was updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the worn flexibility adjustment mechanism packing joint identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The suggested event is detectable and preventable by handling device in accordance with the instructions included in: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material inside the jet tube. There were no reports of patient involvement.